Event description:
It was reported that the patient had lost their controller and were therefore unaware their blood glucose level was going high. They were hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were high (exact blood glucose unspecified) while wearing the pod an unspecified number of hours on an unspecified site. Symptoms reported include hyperglycemia, vomiting, and weakness. The patient received unspecified treatment to lower the blood glucose level. The patient was released the following day. The patient was still wearing the pod at the time of the time of the report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.